Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 11-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 500mcg/ml gablofen at 7 5mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient experienced increased spasticity and their pump was flipping. The patient was taken to the operating room for a revision and the surgeon was unable to aspirate the catheter so it was replaced. It was reported that the issue was resolved at the time of the report. It was reported that the patient's status was noted as "alive-no injury." No further complications were anticipated/reported.